Event description:
The consumer is allegedly being thrown from the chair when the left rear caster does not come down after going over a bump, causing the chair to veer sharply. No injury is alleged.

Manufacturer narrative:
Consumer alleges their chair would go over a bump and the rear caster arm would stay up. Consumer alleges they had fallen from their chair. Nature of complaint suggests user was not wearing their seat positioning strap as recommended by manufacturer. Chair is a 6 wheel chair and would remain stable. Area transgressed at the time of event is unk. Dealer reportedly had serviced the chair prior to incident. No injury is reported. Its unclear if a malfunction or a potential service error had occurred. MDR filed as a conservative measure.